Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 250cc saline, catalog: 3502250, lot: 6793274, sn: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 250cc saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 7/22/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: the device contained no fluid upon receipt by mentor. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation's visual examination of the device revealed a crease on the posterior view extending to the anterior. Leak testing was performed in accordance with mentor procedures and revealed two leaks; one caused by a rent measuring approximately 0.1 cm, discovered within the crease on the posterior view. The second leakage was discovered at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert (B)(4)). Excess silicone-like material most likely the result of flash, which can be created. During the vulcanization of the valve and washer to the shell in the main assembly process. (Pert (B)(4)). Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert (B)(4)). Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since two rents leakages were found on the device. Based on the information provided and the results of the laboratory examination of the device, product evaluation was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the yellow material observed either. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Product evaluation was not able to determine when the rent occurred. Potential sources of valve leakage include tissue in-growth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/24/2019, this complaint has been identified as a duplicate of mrn (B)(4). All further supplemental reports will be submitted under this complaint file/manufacturer¿s reference number. Manufacturer¿s reference number: (B)(4).